Manufacturer narrative:
(B)(4). Batch#: 662a72. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec60a device was returned with the anvil bent upwards and with an gst60t reload loaded on the device, and with one ecr60w reload(b), one gst60b(c) reload present. The loaded reload was received partially fired 1/2, reload (b) was received partially fired 1/16, and reload (c) was received unfired. No functional test was performed due the condition. Regarding the loaded reload, the partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Regarding reload(b), it is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery the device could not fire when severing hepatic pedicle tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.